Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. The 2.75x28mm xience v stent delivery system (sds) was deployed and a distal edge dissection was noted. A 2.75x15mm xience v stent was used to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.